Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt heart palpitation and discomfort. Patient went to hospital and had device check. The physician informed the patient the device had reached battery depletion prematurely. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.